Manufacturer narrative:
The valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Possible root cause for this issue reported by the customer could be due to press fit inadequate, incorrect spring thickness, ruby seat lacks sufficient strength, unable to calibrate, valve performance outside of listed tolerances.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve failed during a l-p implantation. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). The valve was replaced to a new one on (B)(6) 2020. Implant date and the initial setting were unknown. No information about detailed valve failure was reported.